Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event.(B)(4).

Event description:
It was reported that the filter bag could not be retrieved. The target lesion was located in a vein graft. A 190cm filterwire ez¿ embolic protection system was selected for use. During the procedure, the filter was delivered into the lesion; however it would not deploy and was then removed from the patient's body. It was further noted that the filter bag would not go into the retrieval sheath when it was pulled back in a bowl of saline outside patient's body. The procedure was completed with a different device. No patient complications were reported and patient's condition was fine.